Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flow control valve and the electronic vaporizer were replaced.

Event description:
The hospital reported that the output of the vaporizer was higher than expected. There was no reported patient injury.